Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed the extended 95 hour run in test with the customer settings without any unusual alarms or conditions. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with ventilator. The event trace log contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation. Based on the customer's reported description and results of investigation, it is suspected that the patient's condition or operational context contributed to the patient's experience with the ventilator. The device has been determined to be operating to manufacturer specifications.

Event description:
It was reported to carefusion that the patient was not getting enough pressure/ breaths from the ventilator, stating that it is not assisting him like his other ventilator does. The customer claims that changing the circuit works sometimes. There was no harm associated with this complaint.